Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The service engineer (se) inspected the device and replaced the battery; the ventilator passed all testing.

Event description:
It was reported that the ventilators battery would not charge. No patient involvement. Event date not specified; estimate used.